Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Columbus revision dislocation. Components in use listed as concomitant devices are: nr003z / as columbus rev f femur cemented f3l, nr563z / as columbus rev fem.spacer post.f3 5mm, nr407z / as femur extens.stem 5° d17x117 cem.less, nr120m / columbus rev f mc glid.surf.t2/2+ 10mm, nr176z / as tibia offset stem d16x92 cementless, nr248z / as columbus tib.hemi-sp.t2/2+ 5mm rl/lm, nr074z / as columbus rev f tib.offset cement.t2+, nr400z / as nut f/femur extens.stem all sz.neutr.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: no product available and therefore an analysis is not possible, but we assume based on the information available, that the root cause of this failure is not product related. There is the possibility that the root cause of the problem is most probably patient related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately, due to lack of data and without the product, we can not determine an exact cause. No CAPA is necessary.